Manufacturer narrative:
In response to FDA report number: mw5110741. Date of diagnosis: (B)(6) 2022, no histopathological markers provided. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy and lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: lymphadenopathy, lymphoma-alcl-suspected.

Event description:
Healthcare professional reported via regulatory agency patient with swollen lymphnodes/glands and confirmed pathology report of alcl on unspecified side. The device has been explanted. No pathology report was provided that could confirm pathological markers. This reflects the left side.

Manufacturer narrative:
The events of capsular contracture and lymphoma-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture and lymphoma-alcl.

Event description:
Patient had cd30+ and alk- markers provided on a pathology report. Healthcare professional reported capsular contracture baker grade unknown.

Event description:
Healthcare professional reported via regulatory agency patient with swollen lymphnodes/glands and confirmed pathology report of alcl on left side. Patient had cd30+ and alk- markers provided on a pathology report. Healthcare professional reported capsular contracture baker grade unknown. Patient representative later reported plaintiff alleges one or more biocell devices caused personal injuries and damages, including but not limited to the following: a diagnosis of bia-alcl, open skin sores, sicca syndrome, triggered vasculitis, dry and painful eyes and mouth, rashes, tingling skin, hair loss, severe inflammation of lymph nodes, invasive surgeries to remove breast implants, capsules, lymph nodes and total mastectomy leaving permanent scars, chemotherapy, radiation, multiple contrast-requiring and/or radiation-exposing scans, substantial hospital, medical and pharmaceutical expenses, loss of earnings, fear of cancer recurrence, emotional distress, pain and suffering. Plaintiff has been diagnosed with bia-alcl. The device has been explanted. This is for the left side device.

Manufacturer narrative:
Additional, corrected and/or changed data.